Manufacturer narrative:
Ami has replaced the lingual bar and remade the lower appliance. (B)(4).

Event description:
Dentist contacted ami and stated that lingual bar in the lower appliance bent and broke out during use. The shelf was also broken through on the lower appliance.